Event description:
It was reported the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level that ranged from 414-541 mg/dl. Prior to going to the ER, the customer delivered a correction bolus in attempt to resolve the reported issue. Customer was treated with intravenous saline and insulin while in the ER and was released from the ER 3-4 hours later with no permanent damage. The cause of the reported issue was due to the pump suspending insulin after an altitude alarm occurred and customer did not have an alternate method of insulin therapy available. Reportedly, the pump was not outside the labeled altitude operating range. The customer contacted the healthcare provider to obtain alternate insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.